Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, philips was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that the device had a speaker malfunction, and it was not able to be confirmed if there was sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. Initial reporter phone #: (B)(6).

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the device had a speaker malfunction. It was not confirmed if the device was able to produce sound at the time the device was sent to philips. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.